Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a shoulder surgery (unrelated to the device/therapy) about 8 weeks ago and they turned the implant off for that. The patient reported that since the surgery they have had a pain on the left side that hurt them every day an it made it difficult to sleep. The patient stated that they reduced the stimulation to .5 from 4.0 and that they were still having the pain. The patient stated that they had been tested for urinary tract infections (utis), had cat scans and bone scans done and they didn't find anything wrong. The patient stated that the individual in the health care physician (hcp) office said it couldn't be the stimulator. While on the call, the patient was able to connect with the implant and patient services had the patient change to program 3. The patient stated that program 3 felt the same and the patient then tried program 4 and they said that nothing really changed. Patient services asked the patient to increase stimulation but the patient saw the ¿turn implant on¿ screen. At that point, patient services had the patient go back to program 2 and increase to where it was comfortable at 4.35. The patient was going to monitor symptoms now that a change had been made and would follow up with the health care physician (hcp) if it didn't resolve. On (B)(6) 2020, the patient called to report they were continuing to have pain in that area. The patient reiterated that they had bone scans and cat scans for the stomach and also reported that they had x-rays. The patient went to the gynecologist and the patient reported that they stated they were positive that something with the interstim had not been functioning properly. The patient stated that they had surgery 8-9 weeks ago and stated that right where they could feel stimulation was where the pain was. The patient reported that the gynecologist stated that it was exactly where the stimulation worked. Patient service reviewed surgical intervention and possible diagnostics. There were no further complications reported.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va1mfg3 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead b3: event date is approximate medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device worked well in the trial and not as well when permanently placed. The patient said in early 2019 they began to have pain in the left side of their groin/vaginal area. The patient said that for the rest of 2019 it was hard to sleep, and the vaginal pain was difficult. The patient had a total reverse shoulder surgery (B)(6) 2019. When the patient woke up from the surgery the pain in the left side of their groin was jarring and extreme. The patient went to their orthopedic surgeon who was concerned. The patient was sent home after four days with help and very restricted in a sling. The patient could not drive. The patient was taking percocet for their shoulder, but it did not help with the terrible pain in their left side groin and vagina. The patient went to their primary care doctor and they though it was a strained muscle and the patient was sent for a CT scan of their abdomen which came out normal. The patient said they knew it was not a strained muscle because it never went away and felt like a bad toothache feels and almost like electric shock. The patient said they could not sleep, could not lie down, could not sit and could not concentrate or read it was so bad. The patient said their physical therapist for their shoulder told them it was nerve pain and they suspected the ins. The physical therapist said it was not muscle pain. The patient had spoken with patient services. Patient services reviewed how to setup device with remote and possibility that the lead wire could go bad. The patient contacted the doctors nurse several times and was told to get a urinalysis which they did and was fine. The patients ortho doctor sent them to the hospital for a bone scan of their hip which showed no problem. The patient said that for three months they got no relief from the excruciating and unremitting pain. The patient contacted a gynecologist for a second opinion where it was thought it was the ins. The patient setup an appointment with a manufacture field representative where it was determined the lead was ¿messed up¿. The patient had an x-ray of the lead done where it was confirmed the lead was out of place. The healthcare professional scheduled for it to be removed the next day. The patient said once it was removed, they slept for the first time in c lose to three months and was pretty much pain free in their left groin and vaginal area. The patient still hurt some but said that they knew when your nerves are bombarded like that for so long it takes a long time to heal, and the pain was mild, and way spread out. The patient was wondering if they had permanent damage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep). The patient experienced pain. They had high impedance on all electrodes. They need to do a follow-up with their hcp for replacement or removal. No further device issue alleged / identified. No further patient symptoms or complications were reported.